Event description:
An alarm issue was reported with the adc device in use with xiaomi redmi note 10s phone with android operating system version 11, app version 2849335. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. Customer was unable to self-treat, requiring treatment with juice and breakfast rolls provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The customer reported issues with low glucose alarm notifications. Successfully scanned and received high and low glucose alarm notifications and glucose readings using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with xiaomi redmi note 10s phone with android operating system version 11. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. Customer was unable to self-treat, requiring treatment with juice and breakfast rolls provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.